Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the reported malfunction of "self test failed" was observed and attributed to the bridge board. The reported malfunction of "no response to paddle controls" was observed and attributed to an open wire within the multi-function cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the paddle controls were intermittent and the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.